Event description:
It was reported that during an attempt to primary stent a lesion in the left iliac artery (contrary to IFU), the stent was mounted onto another company's balloon and advanced through the sheath. During an attempt to place the stent, resistance was encountered with a calcific shelf. Angiography revealed the stent had separated from the delivery system and the proximal struts were flared. The delivery system was removed and the stent was retrieved with a snare device.